Event description:
It was reported that during a follow up in clinic, overestimation of battery longevity was noted on the device. During the next in clinic follow up, five months later, correct battery longevity estimate was noted. Abbott technical support was contacted and no intervention was required. The patient was in stable condition.